Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an scs system revision on (B)(6) 2017. The physician noted bleeding at the ipg incision site post-operatively. As a result, the patient's incision site was re-opened to resolve the wound issue. The physician expressed difficulty inserting the leads into the ipg header. The issue was resolved with the use of forceps. Effective stimulation was achieved post-operatively.